Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that three days ago, the ins was charged to 100%, but today the "low battery and orange surprise mark" appeared on the screen. The ins was at 60% when the battery level was checked. Usually in group a, the charge would be down to about 30%, but the battery charge decrease seemed minimal, which was odd. The adaptivestim function was on, so the decrease in charge might vary depending on how often the posture was changed. The patient requested to discuss the matter with the area manufacturer representative, and the patient was informed that the representative would call back to respond. There was no health damage reported, and the issue was not resolved. Additional information was received from a manufacturer representative . It was reported that the cause of the ins not depleting as fast as expected was not determined. It was confirmed that adaptivestim was helping the ins last longer. They were to check the device at the next outpatient visit as a representative would be present then. The issue wa s not yet resolved. Additional information received from a manufacturer representative. It was reported that at the patient¿s last outpatient visit there was no abnormality in the resistance value. Additional information received from a manufacturer representative. It was reported that the cause of the issue was unknown. The device was replaced, and the issue seemed to have been resolved; the representative did not specify which device was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was not determined. It was clarified that both the patient controller and recharger were the devices replaced.